Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("chronic lower right side abdominal pain") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included ibuprofen (advil) from 2009 to 2016, ibuprofen from 2009 to 2016, multivitamins (one a day essential), naproxen sodium (aleve caplet) from 2009 to 2016 and paracetamol (tylenol) from 2009 to 2016. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("itching") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced the first episode of dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), rash ("rashes"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, pruritus, urinary tract disorder and the last episode of dyspareunia outcome was unknown and the rash, vaginal haemorrhage, menorrhagia, bladder disorder, nausea, gastrointestinal disorder, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, gastrointestinal disorder, hypersensitivity, menorrhagia, nausea, pruritus, rash, urinary tract disorder, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Most recent follow-up information incorporated above includes: on 31-may-2018: pfs and medical record received: reporter information, patient details, product information, concomitant drugs and events: abnormal bleeding (vaginal), menorrhagia, itching, bladder problems, urinary problems or changes, nausea, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: gastrointestinal, abdominal pain, allergic reaction, did not undergo confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("chronic lower right side abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain") and rash ("rashes"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dyspareunia, back pain and rash outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.